Manufacturer narrative:
Methods: could not be performed results: device history review could not be performed as the reported device was no properly identified. Device inspection could not be performed as no device was returned. Complaint history review could not be performed as the reported device was not properly identified. Conclusion: the event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that the patient underwent a lumbar interbody fusion on or about (B)(6) 2013 with implantation of a cage and pedicle screw fixation. Patient began to experience back pain and bilateral lower extremity weakness and numbness. After an MRI of his lumbar, the doctor diagnosed the plaintiff with a failed fusion and recommended a revision, which was performed on or about (B)(6) 2014. During the revision, dr. (B)(6) allegedly identified a broken right s1 pedicle screw that had snapped at the neck of the screw. The broken pedicle screw was removed and an interbody fusion at l4-5 was performed.

Manufacturer narrative:
Method: no methods performed. Results: results not available since no methods were performed as the reported device was not properly identified. Conclusion: a plausible root cause could not be determined because the event could not be confirmed and device and/or insufficient information was provided.

Event description:
It was reported that the patient underwent a lumbar interbody fusion on or about (B)(6) 2013 with implantation of a cage and pedicle screw fixation. Patient began to experience back pain and bilateral lower extremity weakness and numbness. After an MRI of his lumbar, the doctor diagnosed the plaintiff with a failed fusion and recommended a revision, which was performed on or about (B)(6) 2014. During the revision, dr. (B)(6) allegedly identified a broken right s1 pedicle screw that had snapped at the neck of the screw. The broken pedicle screw was removed and an interbody fusion at l4-5 was performed.